Event description:
It was reported that the asymptomatic patient presented for a routine device check in clinic. Upon interrogation, it was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch and noise reversions. No intervention was performed. The patient was stable.